Event description:
It was reported that there was a right hip pinning on (B)(6) 2014 and the patient presented with displacement of head. Surgeon removed screws and converted to a bipolar.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned hospital policy.